Event description:
A black hair was found in the laparotomy surgical pack. Hair in pack therefore sterility questioned. Hair was taped to drape for photo then pack, supplies and all instruments removed from room. New instruments, pack and supplies in room prior to patient arriving in room.